Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as coma. The customer blood glucose level was 800 mg/dl. Customer was in the hospital for a week and they were sent home on tuesday (B)(6) 2019. The customer was treated with insulin drip. The device will not be returned for analysis.